Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change on an ilet system with a dexcom g7, the user experienced persistent high glucose with a reported value of 400 mg/dl despite corrections and observed insulin leaking from the cartridge chamber. The user had connected the infusion set connector to the cartridge outside of the ilet, and was advised to connect after placing the cartridge into the ilet to prevent leaking. Symptoms included hyperglycemia, vomiting, and hot flashes/flushes. Outcomes included a missed dose without emergency care or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed leakage consistent with a seal issue associated with the connector/coupler, aligning with an infusion set or connector deployment/attachment issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.